Event description:
A complaint was reported regarding impairment of motor functions and weak muscular strength in the right upper extremities of the patient. Surgeon explanted the precision system. The patient is reportedly doing fine.